Event description:
The physician was performing a thoracic abdominal endoleak repair with a vascular graft. A covered stent was implanted in the right femoral artery asa conduit to deliver the device used for repair. Significant plaque was noted under CT scan and fluoroscopy. The stent was deployed successfully. After implant the physician attempted to pass a 22fr cook dilator through the stent and the stent fractured. No harm to the patient.

Manufacturer narrative:
On completion of the evaluation, a follow up report will be submitted.